Event description:
On (B)(6) 2010, a monarc subfascial sling hammock was implanted to treat, "pelvic organ prolapse and stress urinary incontinence." It was reported that, "as a result of the implantation," the pt "suffered serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding." On (B)(6) 2011, due to serious bodily injuries, excision surgery was performed to remove portions of the pelvic mesh. Also reported, the implanted mesh caused, and in the future will cause, significant mental and physical pain and suffering, permanent injury, severe emotional distress and "other damages."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.